Event description:
Revision surgery - due to dislocation of the hip.

Manufacturer narrative:
Corrected data: concomitant products: remove concomitant medical product: 400-03-321, lot 860b1072 that was reported on the initial medical device report, and add the following: 400-05-000, lot 886b1032, 400-04-320,lot 882b1012. The implant date was changed from (B)(6) 2016 to (B)(6) 2016. Manufacturer narrative: the reason for this revision surgery was the patient's hip dislocated. The previous surgery and the revision detailed in this investigation occurred over 4 months apart. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the dislocation. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to a dislocation. The device and its applicable concomitant devices were verified to have gone through acceptable sterilization processes and were within their respective expiration date at the time of use during the previous surgery. The customer complaint history of the reported device (s) showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to "dislocation of the hip". There were no findings during this investigation that indicate that the reported device (s) was the source or had a direct connection with the patient's dislocation. No other information was submitted with the complaint regarding any activities the patient was involved in that may have contributed to the reported event. There are multiple factors that may contribute to an event; these are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness